Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on was confirmed during the initial functional testing and in the archive data review. The root cause for ua7 was due to defective load cells. The cracked enclosures and defective load cell were likely attributed to mishandling such as a drop. Upon visual inspection, cracked front and bottom enclosures were observed likely due to user mishandling such as a drop. The observed physical damages are not related to the reported complaint. The front and bottom enclosures needs to be replaced to address the damages issue. The initial functional testing of the autopulse platform could not be performed due to ua 07 error message displayed upon powering on, thus confirming the reported complaint. The load cell characterization test revealed that the load cells are defective (over-reporting). Load cells needs to be replaced to address the ua07 error. The archive data review indicated multiple occurrence of ua07 error messages on the reported event date, thus confirming the reported complaint. During further functional testing, a sticky clutch was observed, unrelated to the reported complaint. The root cause was due to a sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal use of the device. The impact of sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate needs deburring to address the issue. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. The crew was unable to clear the advisory. No patient involvement.